Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0011454415); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was loaded once, and the load was confirmed visually, with tactile feel and fluoroscopy. A misload was not reported. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic (true) balloon due to significant calcification on the leaflets of the native valve. During valve implant at first deployment attempt, the valve was deployed to 80% and recaptured into the delivery catheter system (dcs) due to an unspecified implantation depth. After the first recapture, and upon the second deployment attempt, the valve frame was extremely under expanded and an infold of the valve frame was noted. Of note, the cusp overlap technique was used. The valve was recaptured into the dcs and withdrawn from the patient. A new valve was loaded onto a new dcs and fluoroscopic inspection confirmed a good load. During deployment, at 80%, again the valve was extremely under expanded and an infold of the valve frame was noted. The valve was recaptured into the dcs and withdrawn from the patient. Another pre-implant bav was performed. A third valve was loaded and confirmed under fluoroscopy. The valve was deployed and implanted successfully. According to the physician, that patient's anatomy was severly calcified, which is what caused the repeated infolds. No adverse patient effects were reported.